Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020 the patient was admitted to ed for low hemoglobin. The patient appeared slightly weak, fatigued, and pale but appeared otherwise okay. The patient was taken off coumadin due to inr of 5.5. A gastrointestinal (gi) bleed was suspected because of the patient's elevated blood urea nitrogen (bun) and being hemoccult positive. He was admitted to mvad service for treatment after receiving 2 units of packed red blood cells ( prbcs), which was increased to 6 after his hemoglobin remained low. The patient started on heparin after his inr fell below 2.0. An upper endoscopy and colonoscopy was conducted on (B)(6) 2020 and found multiple polyps that were not removed per patient request. A video capsule endoscopy performed on (B)(6) 2020 showed focal erythema with streaks of blood downstream consistent with small bowel angiectasia of the proximal-mid jejunum. On (B)(6) 2020 coumadin was resumed and the patient was discharged after he reached a therapeutic inr range of 2-3. Patient was discharged with inr of 2.1.

Manufacturer narrative:
Correction: b3 (changed from (B)(6) 2019 to (B)(6) 2020.) The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}.. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.